Manufacturer narrative:
Concomitant medical products: product ID: 8590-9, lot# n205124, implanted: (B)(6) 2009, product type: accessory. Product ID: 8590-1, lot# n172781, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that there was a possibility of a catheter issue that had been going on at least since (B)(6) 2012. They recommended a catheter revision but the patient would like to be tapered off the baclofen and see how he does without it. Patient's physical growth was complete. Patient's discontinuation of the baclofen therapy was elective. They were unsure if there was a volume discrepancy as they are refilling following as of the date do this report. It was stated that it was necessary to wean off baclofen slowly as patient did not respond well to abrupt changes in dose. That was a reason why they suspected a catheter issue. Drug delivered via the device was baclofen.